Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device and was also experiencing pain in the neck when stimulation was on. It was further noted that the patient was feeling stimulation in the fingers with increased stimulation therapy. The physician administered pain injections.

Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the date the manufacturer became aware of the event.